Event description:
It was reported the patient had a peg (percutaneous endoscopic gastrostomy) tube "inserted today and the tube had passed through the stomach into the abdomen. This was confirmed post procedure with scoped insertion site revealing no tube present." Additional information received (B)(6) 2026 noted the "tube pulled stomach wall on insertion. Confirmation of placement with scope disclosed the issue. Required laparotomy to close stomach. Additional information received (B)(6) 2026 noted the peg placement was for neck swelling post-surgical procedure via endoscopy. The tube was confirmed out of stomach at the end of procedure. A laparoscopic repair of the gastrotomy was performed to repair the stomach. The patient was reported to be stable after the gastrostomy repair.

Manufacturer narrative:
The device history record for the reported lot number, 30376097, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 02-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.